Manufacturer narrative:
Additional information received for this case reported that the valiant stent graft was successfully implanted, and it was on removal of the delivery system that the tip capture wheel was observed to be broken. No damage was noted to the packaging or tray prior to use. No other clinical sequelae were reported. Films review summary: from the returned three still images of the valiant delivery system, the complaint was confirmed as there was a break in the rear screw gear just distal to the clamping ring. The rest of the device appeared unremarkable. The root cause of the event could not conclusively be determined; however, may be related to shipping as the device was re-worked due to damage. It was also moved in and out of consignment a number of times. The location of the break may have been overlooked during repacking. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the treatment of a 45mm thoracic aortic aneurysm. It was reported that the delivery system was broken on removal from packaging, pre-implantation. However, it was reported that the stent graft was successfully implanted in the patient. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.